Event description:
The surgeon inserted a aq2003v silicone three piece lens and the lens tore upon insertion. The lens was removed without enlarging the incision and no sutures were required. Another lens was implanted. There was no patient injury.